Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the patient had a pain stimulator implanted for reflex sympathetic dystrophy (rsd), two years ago and had been receiving relief from her leg pain until the previous night. It was stated that the patient had a burning pain in her leg that started the previous night. It was stated that this was the first time that happened. It was stated that the patient's stimulation was usually set to "300" and she increased it to "340", but the pain was still so bad that the patient considered going to the hospital. The patient took 2 vicodin. It was stated that the patient just returned from 3 weeks of babysitting her granddaughter. During that time the patient had done "a lot" of bending and lifting. It was noted that the patient had not yet contacted her doctor about this.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).